Event description:
A malfunction on a customer's pump was reported, and no significant events were noted to have occurred prior to the issue. The impact on the customer's blood glucose level was not disclosed. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised that they could continue using the pump while also being instructed to contact support again if the issue reappeared.